Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown trac femur, unknown, unknown, unknown trac tibia, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were reviewed. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause cannot be determined with the information provided. Possible contributing factors to the event could be that the prosthesis was implanted for fifteen years so wear is expected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04344, 0001825034 - 2018 - 04345. Product location unknown.

Event description:
It was reported that the patient was revised due to wear, a noted osteophyte on the patella, pain, and laxity in the joint. Attempts have been made and additional information on the reported event is unavailable.